Event description:
It was reported that during the initial post operative programming session the patient did not receive adequate stimulation in the left arm from the paddle lead of the spinal cord stimulator (scs) system. It was then stated that the patient was feeling stimulation in their face. A computerized tomography scan (CT scan) was performed and confirmed that the bottom of the paddle lead was left sided. The patient underwent a revision procedure in which the paddle lead and the implantable pulse generator (ipg) were replaced. The patient is doing well post operatively. No devices will be returned as they were disposed of by the facility per protocol.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: (B)(6).